Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was being implanted with a neurostimulator. During the procedure, a small amount of fluid was visible inside the lead tip. An impedance check showed high impedances on combinations involving electrode 2. However, the physician decided to not replace the lead due to the patient's age. The patient tested successfully on program 0-, 1-, and 3+, so the electrodes with the high impedances were not utilized. The physician noted that they would revise the lead at a later date if the patient didn't have efficacy. The issue was resolved at the time of the report. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.